Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: visual examination of the returned product identified the blue plastic sleeve on the distal end was attached and fully seated. It was unable to move or be removed by hand during evaluation. Blue sleeve exhibits indentation and crack on the side nearest the locking mechanism. Stem inserter further damage shows wear and tear from previous uses to the handle, body, and strike plate. Damage includes nicks and scratches. No other damage was noted. Device has an approximate field age of 12.5 years. The complaint is confirmed based on the evaluation of the returned device. DHR was reviewed and no discrepancies related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the stem inserter is broken. The blue piece on the tip is loose so it prevents the stem to fully lock into the inserter. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.